Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -13.00 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted and exchanged later the same day due to excessive vaulting. A shorter lens was implanted and the exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim# (B)(4).